Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s stimulator was not working at all, so he would like to have his programming adjusted. The allegation was clarified to mean that the therapy was not working well for his pain and that he is feeling stimulation in his chest instead of where he should be feeling it. This issue started about two weeks prior to the report. There were no further complications reported.